Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 500 mg/dl and had issues with infusion set leaks. The customer had not reported symptoms and treated with manual injection . Customer's blood glucose level was over 500 mg/dl. Customer declined troubleshoot for high blood level. Customer additionally stated blood glucose level of 196 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test.